Event description:
Procedure: robotic total hysterectomy. According to the reporter: the bottom of the specimen bag broke with the specimen in it while trying to remove it from the pt. The specimen fell out of the bag when it broke. This seemed to happen right at the weld of the bag. No pieces were left in the pt. No extension of or time.

Manufacturer narrative:
(B)(4).